Event description:
End user called in and stated that there was damage to the front end of the power chair due to the defective joystick from the recall. End user ended call before additional information could be obtained. End user has received their replacement joystick.